Event description:
It was reported that the bur broke inside of the attachment. It was further reported that there was no associated procedure or patient involvement in this event.

Manufacturer narrative:
The device was not made available for return. The quality investigation is complete.

Event description:
It was reported that the bur broke inside of the attachment. It was further reported that there was no associated procedure or patient involvement in this event.

Manufacturer narrative:
The device is not available for return. A follow up report will be filed once the quality investigation is complete.